Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent anterior cystocele repair, cystoscopy due to sui, cystocele. It was reported that following insertion the patient experienced infection, urinary & bowel problems, recurrence, dyspareunia and other injuries such as urinary retention, recurrent utis, cystocele, rectocele and vaginal vault prolapse. It was reported that during the procedure on (B)(6) 2004, the patient experienced complications of ¿fairly significant bleeding after placement of the left limb of the graft following the procedure, which appeared to be venous in nature. She was hemodynamically stable throughout the case¿. It was reported that the patient underwent bs advantage fit implant on 12/14/11, along with procedures total vaginal hysterectomy, uterosacral ligament suspension, anterior & posterior colporrhaphy, mid-urethral sling via retropubic route and cystoscopy, IV factor 8. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced vulvar inflammation and vulvar candidiasis.

Manufacturer narrative:
(B)(4).conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.